Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on patient, but there was no patient harm reported.